Event description:
A customer reported that upon scanning the adc device, no message appeared and was therefore unable to obtain readings. As a result, customer experienced symptoms described as a loss of consciousness at a friend's house and was unable to self-treat. The customer had contact with a healthcare professional (ambulance) who reportedly obtained a blood glucose reading of 52 mg/dl on a hcp meter and reportedly provided a unspecified (dose/type) insulin as treatment. It should be noted the reported hcp meter reading is inconsistent with the treatment reported. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The sensor kit expiration date is (B)(4) 2022. The medical event associated with this complaint occurred on (B)(4) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.